Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was used as a conduit during an tavr procedure. The access vessel diameter was 5.1mm. No tortuosity and minimal calcium in the vessel wall was noted. It was reported during the index procedure after pre ballooning the native aortic valve, when the prep valved was inserted, at the point of external iliac there was a tension in crossing. Due to that the external iliac became dissected where the vessel was lacerated where the tip of the inline sheath was getting stuck when advancing the valve and delivery system. Hemostasis by iliac occlusion balloon followed by surgical repair was required. After the repair physician tried again to cross the valve which he could not so the physician decided to stop the procedure with no devices implanted. Per the physician the cause was not due to any device issue and it was noted that it is possible the sentrant sheath contributed to the dissection. No additional clinical sequelae were reported and the patient will be monitored.